Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from an undefined area. The customer was able to load a new cartridge to address the issue. The customer reported a blood glucose level of greater than 500 mg/dl. School nurse administered a manual insulin injection to address elevated blood glucose level.